Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the patient's capsule got torn/cracked. The procedure was completed using a backup lens. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol was returned for analysis. Additional observations were as follows: the lens is returned in a (d) cartridge. Viscoelastic is observed in the cartridge. The lens is advanced to the nozzle entry. The lens and haptic positions are acceptable. The cartridge has no evidence that is was placed into a handpiece. The root cause for the reported complaint "capsule got torn" could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).